Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia on telemetry. It was also reported that the right ventricular (rv) left bundle branch (lbb) lead exhibited intermittent t-wave oversensing (twos) and potential loss of capture. The rv lbb lead remains in use. No further patient complications have been reported as a result of this event.